Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), the device was leaking was not holding column. Troubleshooting was performed but was not successful. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was confirmed via returned device analysis. Additionally, there was no silicone fluid observed at the sgc hemostasis valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported loss of fluid column was likely a cascading event of the observed missing silicon fluid. The investigation determined the reported loss of fluid column and observed missing silicone fluid to be related to a potential product quality issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 130614 and exception (action) 136007 are referenced. The investigation evaluated the reported issue, and the engineering group determined the potential root cause to be man. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.